Manufacturer narrative:
This supplemental report is being submitted to provide additional information and device manufacturer date. Please see the updates in sections: g4, g7, h2, h4, h6, and h10. Additional information from the user facility states it is unknown when this issue was found (i.e. During set up. Etc). The date that this occurred on is unknown. It is unknown if there was any damage or abnormalities observed with the scope. There were no alarms, alerts or warnings received. It is believed that the connection was secure. No further information is available. In addition, the legal manufacturer reviewed the content of this complaint for further investigation. The legal manufacturer reported that the root cause could not be determined. The lm confirmed that the subject device was shipped in accordance with specifications via DHR. The legal manufacturer reported that the unit was delivered to the customer on (B)(6) 2019. The lm reported that based on the investigation results the most probable cause for the reported event are as follows: it is inferred that an unexpected stress applied to the video connector due to the user's improper handling caused a communication failure, resulting in scope communication error e30.

Manufacturer narrative:
The device was returned to the service center for evaluation. The customer¿s complaint of ¿camera didn't work" was confirmed. A ¿ b30¿ error message was observed due to a faulty video connector. The coupler movement was found to be rough. The pins of the video connector was noted to be broken. The instruction manual warns the user ¿ do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result". Also, the instruction manual states ¿do not pull out the video connector by pulling the camera cable. Equipment damage may occur".

Event description:
The user facility reported that there was no image displayed on the camera head. The user facility reported that the user attempted to reconnect the video connector. There was no patient involvement reported.